Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were scheduled for an MRI this morning, but hadn't used the device in some time because of a heart surgery they had. Patient said they plugged controller in to charge and thought controller charged fine, but when they tried to charge the implanted neurostimulator, the controller wouldn't do anything. Patient said nothing would be on the screen. Patient said they had been trying for almost 2 days to get the implanted neurostimulator charged so they could have the MRI, but wouldn't work. Patient then said they called medtronic rep today who did a series of tests and said the recharger was inoperative and needed to be replaced. Patient inspected recharger cord and pins but did not see any damage. Patient examined controller port but said it looked fine. Patient indicated controller would not turn on during the call when they pressed buttons with nothing plugged in. Patient plugged controller in to ac power without battery pack, and screen turned on, but when they reinserted the battery pack, no green light came on the controller. Patient did not see any damage to battery compartment or battery pack. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.